Event description:
It was reported that the device was used during a sigmoid colectomy. The device did not fire correctly. The device cut the proximal anastomosis, but not the distal part. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.